Event description:
The affiliate reports that during a breast biopsy the error code "l4-033" happened. Another control module was used to complete the case with no pt consequence.

Manufacturer narrative:
Evaluation summary: interface board and black cable replaced. The issue reported by the customer was verified. The interface board was replaced to correct the issue. The unit was serviced and passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.